Event description:
Procedure: myomectomy. According to the reporter: while suturing the fascia the needle and thread became detached several times. Used another suture. Operating time extended less than 30 minutes. Additional tissue damage occurred. There was no additional bleeding and nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).